Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained on a vitros 5600 integrated chemistry system. The most likely assignable cause of the higher than expected vitros na+ result is a sub-optimal calibration event that occurred on (B)(6) 2017. Following recalibration with a new set of calibrator kit 2 fluids, the customer¿s calibrator parameters compared well to the expected values and subsequent qc results were within range. A definitive assignable cause for the sub-optimal calibration could not be determined. A reconstitution error when preparing the calibrator kit cannot be ruled out or confirmed as the cause of the suboptimal calibration. There was no evidence to suggest that vitros na+ reagent lot 4206-0961-7450 or the vitros 5600 integrated system malfunctioned.

Event description:
A customer obtained higher than expected vitros na+ results when testing a quality control fluid on a vitros 5600 integrated chemistry system. Vitros na+ result 135.0 mmol/l versus expected result of 118.1 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was from a quality control fluid. No patient results were affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).